Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The stated pcu issue of ¿power cord failure¿ was confirmed during the investigation. One of the power cord prongs was burnt. ¿ on (B)(6) 2025 the pcu was received unboxed and with paperwork. ¿ damage power cord needs replacement. ¿ the root cause is unknown. ¿ the pcu will be returned to bd san diego repair center for normal processing. ¿ the failure investigation report will be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had power cord failure. Power cord prongs visibly bent and heat damage due to electrical short in faulty power strip. There was no patient involvement.